Manufacturer narrative:
IFU was reviewed and it includes hyphema as a known complication and adverse reaction. The device history record for the lot reported was reviewed for compliance and no issues were observed. Product was manufactured, tested, and released in compliance with nwm procedures. The doctor suspects that hyphema was caused by choroidal detachment; however, it was reported that the valve was generating normal aqueous fluid.

Event description:
Hyphema was caused after implantation and occupied 70% of the anterior chamber.